Event description:
It was reported that the experienced a loss of therapeutic effect and that their implantable neurostimulator (ins) had not provide any pain relief. It was unknown when the issue first began but it was noted that the stimulation worked originally but then lost effectiveness and completely stopped working for their pain. The patient did not use the stim very often except to ¿distract¿ them from their pain. Impedance testing, with 8 cathodes and 8 anodes at 0.65 ma, showed values of >10 ,000 ohms. The impedance test was rerun at 3 volts and showed a reading of >40,000 ohms. Follow up information reported the cause of the high impedances was not determined (or if the issue was related to the device) and no troubleshooting or diagnostics had been performed at the time of report. The patient was reported as recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).